Manufacturer narrative:
Five attempts were made to contact the customer to determined if they resolved issue or intend to return the ventilator for investigation. No response was received. If more information becomes available, a follow up report will be submitted.

Event description:
The customer reports that the units low pressure (disconnect) alarm is not functioning. There was no patient involvement. The ventilator was not returned for investigation. It is unclear if the customer alleges visual alarm or audible alarm was not functioning.